Manufacturer narrative:
Attempts were made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was partially inserted but was removed after implantation because of a posterior capsule rupture during the iol implantation in the patient's left eye. The iol was inserted and removed during the same procedure. Anterior vitrectomy was performed. It was unknown if sutures or an incision enlargement were required. The patient fully recovered. No other information was provided.

Manufacturer narrative:
Device evaluation: no complaint lens or handpiece was received for evaluation; therefore, no further evaluation could be performed.. The complaint issues were not confirmed; therefore, there is no indication of a product deficiency or product malfunction. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.